Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, the sling was explanted because it caused bladder erosion, vaginal and bladder infections, painful intercourse, difficulty urinating, bladder stones, and vaginal pain. Incontinence increased after the explant procedure. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.